Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump malfunction could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. The controller event log file contained events from through 02jan2026. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) patient handbook is currently available. Section 1 of the IFU, ¿introduction,¿ also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported a pump malfunction. Nothing was noted upon device interrogation at the facility. Log files were submitted to tech services for review. Log file review appeared to capture clusters of pi events and routine power source changes. Additionally, log files also contained a transient un-sustained low flow event on 31dec2025 that was unrelated to any external equipment malfunction. Log files also appeared to capture the silence alarm button being pressed repeatedly on (B)(6) 2026 without any corresponding alarms being triggered. The log file did not appear to capture any mcs equipment malfunctions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.